Event description:
Caller reported that the t:slim x2 pump battery would not charge, evidenced by a power source alert in the pump history. There was no reported adverse impact. Customer was instructed by technical support to plug the tandem wall adapter into a functional outlet and allow at least 30 minutes for the pump to charge. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.